Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed to infuse an antibiotic medication over 1 hour and the infusion completed in 3 hours. No patient harm reported.

Manufacturer narrative:
.